Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of oversensing noise. Isometric and pocket manipulation tests were unable to recreate the noise. The patient noted the time of the noise events was when the patient was in bed coughing. After the patient coughed, the noise was reproducible. The physician suspected the lead was damaged during an unrelated procedure. The lead was successfully explanted and replaced on (B)(6) 2019. The physician did not noticed any abnormalities in the lead during extraction. The patient was stable following the procedure.